Manufacturer narrative:
The reported complaint of premature battery depletion was confirmed. As received, device was at end of life (eol) level. Electrical test noted high current from¿the hybrid. An anomalous integrated circuit (ic) on the hybrid¿was found and was isolated to be cause of the reported event of premature battery depletion.

Event description:
It was reported that the patient presented during clinic follow-up. It was noted that the pacemaker could not be interrogated due to device reaching end of life prematurely. The reported device was explanted on (B)(6) 2022. The patient was in stable condition.